Manufacturer narrative:
The pump was received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. There was no motor error alarms noted. The pump was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm. The customer's blood glucose level was 80mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis dude to multiple motor error alarms.